Event description:
It was reported that the cadd set administration with 0.2-micron filter was leaking at the filter during three separate events that patient was infusing chemo treatment. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.